Manufacturer narrative:
(B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. The loosening was due to trauma on the knee. Doi: (B)(6) 2016 dor: (B)(6) 2021 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review conducted previously on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number.